Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had not been working in months. No patient symptoms were reported and there were no complications. Indications for use are chronic low back pain and spinal pain.